Manufacturer narrative:
Phone (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the check vent alarm was activated and oxygen not available message was on the display. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician performed run in tests on the ventilator but was unable to reproduce the reported phenomenon. The manufacturer¿s international service technician confirmed no abnormality in the operational check. The unit was checked overall, cleaned, run in tested and functionally tested. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.